Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of either a post traumatic event involving arm falling into the void next to the bed while sleeping, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the three, which led to the humeral liner disassociating from the humeral tray. However, this cannot be confirmed as the explanted devices were not returned for evaluation.

Manufacturer narrative:
Device evaluated by MFR: pending evaluation .

Event description:
As reported,2 months after 1 year postop visit, patient was reviewed for severe pain in left shoulder following movement of the arm while sleeping (pain after moving the arm while sleeping ,the arm has fallen into the void next to the bed). Xray showed abnormal contact between humeral tray and glenosphere due to poly disassociation. Patient was last known to be in stable condition following the event. Devices not returning.

Manufacturer narrative:
After further review of additional information received and the completion of an investigation, the following sections g1, g3, g6, h1, h2, h3 and h6 have been updated accordingly. (H3): he revision reported was likely the result of either a post traumatic event involving arm falling into the void next to the bed while sleeping, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the three, which led to the humeral liner disassociating from the humeral tray. However, this cannot be confirmed as the explanted devices were not returned for evaluation.